Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 9343326. Customer states that the needle hub separated when removing the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated. The following information was provided by the initial reporter: material no:328438 batch no: 9343326 it was reported that the pharmacist called on behalf of the consumer to report the needle hub separated when removing the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 hub separated. The following information was provided by the initial reporter: material no:328438, batch no: 9343326. It was reported that the pharmacist called on behalf of the consumer to report the needle hub separated when removing the shield.